Event description:
It was reported that the patient presented in the clinic for a follow up. Upon examination, the pacemaker failed to be interrogated and was found to have error messages. No intervention has been performed. The patient's status was stable.